Event description:
It was reported that the patient underwent a gynecological procedure on (B)(4) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent mesh revision on (B)(6) 2013 for exposure of transvaginal tape sling. It was reported that patient underwent mesh removal on (B)(6) 2013 due to mesh protruding.

Manufacturer narrative:
It was reported that the patient underwent partial removal of mesh and complex vaginal wall closure on (B)(6) 2015 by dr. (B)(6).